Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The unit was rebooted and image was present. There was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause could not be estimated because the device was not returned, an on-site repair was refused by the customer, hence, the reproducibility and the faulty part were unknown. The customer stated that the error occurred randomly and was resolved by restarting the device. Olympus will continue to monitor field performance for this device.